Event description:
Pt got head stuck in the left siderail. Pt was hypoxic and semi-conscious. Staff manipulated head out of rail and applied mask and suction. Pt airway had occluded. Pt revived with no permanent damage.